Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a breach in sterility. The following information was provided by the initial reporter: material no. 320440 batch no. 0041266. Consumer left voicemail stating that the syringes are crooked. Called consumer for additional information to complete the file. She stated that some of her needles were bent but she was able to straighten and use them. She also stated that 1 syringe was missing from the bag, there were 9 syringes and 1 orange shield in the sealed bag. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-09. H6: investigation summary customer returned a loose cannula shield and open polybag from lot# 0041266. The customer reported that 1 syringe was missing from poly bag and there was an orange shield sealed in the bag. The returned samples were examined, and it was observed that the polybag was torn open along its perforations, and one loose cannula shield was inside ¿ no syringes were returned. The seals of the polybag were intact, and no damage to the cannula shield was observed. No evidence of manufacturing defect was observed on the returned samples. Since the polybag and cannula shield were returned after use, and no manufacturing defects were observed, the alleged defects could not be confirmed. A review of the device history record was completed for batch # 0041266 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0041266 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a breach in sterility. The following information was provided by the initial reporter: material no. 320440 batch no. 0041266 consumer left voicemail stating that the syringes are crooked. Called consumer for additional information to complete the file. She stated that some of her needles were bent but she was able to straighten and use them. She also stated that 1 syringe was missing from the bag, there were 9 syringes and 1 orange shield in the sealed bag. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a breach in sterility. The following information was provided by the initial reporter: material no. 320440 batch no. 0041266 consumer left voicemail stating that the syringes are crooked. Called consumer for additional information to complete the file. She stated that some of her needles were bent but she was able to straighten and use them. She also stated that 1 syringe was missing from the bag, there were 9 syringes and 1 orange shield in the sealed bag. Date of event: unknown